Event description:
It was reported to resmed that a patient was found unresponsive while using an astral device when the nurse arrived for their shift. The nurse successfully achieved return of spontaneous circulation and contacted emergency services. It was reported that the ventilator was "alarming but not sounding" and was reportedly "malfunctioning" overnight.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. It was determined that the device was not in use on the date of the alleged event ((B)(6) 2024), as device logs indicate it remained powered off between (B)(6) 2024. The device passed all functional tests including alarm testing. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4); initial reporter reference# mw5161893.

Manufacturer narrative:
Resmed has requested additional information regarding the reported event and for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4); initial reporter referece# mw5161893.

Event description:
It was reported to resmed that a patient was found unresponsive while using an astral device when the nurse arrived for their shift. The nurse successfully achieved return of spontaneous circulation and contacted emergency services. It was reported that the ventilator was "alarming but not sounding" and was reportedly "malfunctioning" overnight.